Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The batteries were discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site for a service visit. Parts were replaced and the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The system control board and battery charger 1 were returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive due to logs not being available. Hardware investigation of the returned imaging system computer was unable to duplicate reported problem. Image acquisition system (ias) computer didn't boot up on the bench at first. Ias computer powered up ok after reseating cables and memory card inside the computer. Ias computer installed in the imaging system 267 and ran without any issues. The hardware investigation found an electrical failure mode; the connector was loose. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a pendant freeze of the imaging system was discovered during other service visit. While troubleshooting, it was found that the pendant freeze was due to bug in software 3.1.6. No new software available. Imaging system pc was replaced, pendant firmware was reloaded. Issue did not resolve. There was no patient present when this issue was identified.